Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. There were cuts found in the outer insulation, likely due to explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix was retracted and dried blood and body fluid were found around the tip. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported this right ventricular (rv) lead was explanted due to dislodgement, confirmed by x-ray post-procedure. No additional adverse patient effects were reported.